Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient enrolled in a study following bilateral intraocular lens (iol) implant procedures experienced halos, and deposits on the lens surface in both eyes. The patient had trace posterior capsule opacity (pco) at the 12 month visit. According to the surgeon, the iol is possibly related to the event. The issue has not been resolved. The patient was released from the study at the 12 month visit. There are two medical device reports for this event. This report is for the right eye.